Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: investigation carried out at customer site indicates that there were no abnormalities with the product detected. And is linked to end user error.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l the plunger is loose causing solution to leak out of plunger. The following information was provided by the initial reporter: when removing from the blister and the solution run out on the table loose plunger, no abnormalities detected during sample evaluation.